Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device continually alarmed. The alarm was not specified. Patient involvement is unknown, however, no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and functional test was performed as it is required by homechoice system servicing and releasing process described in homechoice service manual. The device did not operate within the desired product specifications, as a continuous alarm was noted, verifying the reported condition. Full functional and electrical testing was performed on the device and not no other issues. The event history could not be downloaded because the digital board had to be reset to resolve the reported condition. Should additional relevant information become available, a supplemental report will be submitted.